Manufacturer narrative:
Investigation pending.

Event description:
A variance was reported between inratio inr result and lab inr result. The results were as follows: on (B)(6) 2016: inratio inr=2.0. On (B)(6)*: lab inr=9.5. *the caller could not recall the exact day and time but stated it was after the inratio test and within the (B)(6) time period. The reported therapeutic range was: 2-3. Due to the elevated lab inr, the patient was taken off warfarin until (B)(6).

Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In-house testing on the reported strip lot met release criteria. The product performed as expected. A review of the manufacturing records for the lot was performed; the lot met release specifications. Although the customer was identified as having conditions that may impact the performance of the assay, a root cause could not be determined. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.